Event description:
It was reported that the user experienced hypoglycemia while using the ilet and announced and ate a meal during the low, contrary to recommended use, after which she was reminded to first treat the low and then announce and consume the meal once glucose returned to range. Symptoms included sweating associated with hyperglycemia reaching 39 mg/dl. Outcomes included return to target range after oral glucose treatment without additional intervention or hospitalization. Investigation included troubleshooting and user education regarding appropriate hypoglycemia treatment and separation of meal announcements from low treatment. Investigation of this case revealed user handling contributed to insufficient treatment of hypoglycemia prior to meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling was the most probable cause.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.